Event description:
It was reported that during a surgery four drivers broke during removal of the screw. No harm for patient, operator or third party was reported.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint confirmed. -visual inspection it was noted that the drive geometry at the distal tip returned ar-8610d-25 had twisted and broken. No fragments were returned for inspection. It was not indicated if a torque indicating adapter had been used with the device. A probable cause is attributed to over-torquing/over-engaging the driver within the screw head.

Manufacturer narrative:
This supplemental submission is to change part number form unknown to ar-8610d-25.